Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73l1900065, investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Some staples did not come out from the stapler while in use. Therefore, a new unit was used instead.